Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation and a discolored insert involving a c-taper cocr lfit head 32mm/+5 was reported. The event was confirmed. A material analysis noted no material or manufacturing defects were observed. A review of the provided medical records concluded that this event is not device related. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The investigation concluded that the liner discoloration was caused by in-vivo absorption of synovial fluid. However, the root cause of the dislocation could not be determined because of a lack of information.

Event description:
Revision of trident polyethylene liner originally implanted on (B)(6) 2004. Initial reason for revision was recurrent dislocation. Intraoperatively it was noted by the operating surgeon that the surrounding tissues looked abnormal and discoloured. Surgeon requested evaluation of explained liner and head for wear as there was concern that the surrounding tissue may have reacted adversely to poly wear.

Event description:
Revision of trident polyethylene liner originally implanted on (B)(6) 2004. Initial reason for revision was recurrent dislocation. Intraoperatively, it was noted by the operating surgeon that the surrounding tissues looked abnormal and discoloured. Surgeon requested evaluation of explained liner and head for wear as there was concern that the surrounding tissue may have reacted adversely to poly wear.